Event description:
Patient underwent surgery for left acl [anterior cruciate ligament] and mcl [medial collateral ligament] reconstruction after knee injury participating in sports. Item broken (arthrex scorpion needle) and retrieved during the surgical procedure. When closing the incision on the thigh for the harvested quadriceps graft, we use a scorpion in conjunction with suture tape, to close the incision made on the patient's thigh. Surgeon noted that the scorpion needle tip was missing and notified this rn. Surgeon looked for tip of needle and was unable to visualize without x ray. Mini c arm used to locate scorpion needle tip and removed from patient¿s thigh. After removal of needle tip, this rn and surgeons inspected the removed piece with the rep and determined that the entire piece was there. Another image completed and no metal was noted to be in patient's thigh. The patient did not experience harm, or long term affects due to the event.